Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: phone: (B)(6). Occupation: other non-healthcare professional: agent. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a postpartum hemorrhage after a natural delivery a cook bakri postpartum balloon with rapid instillation components leaked. Prior to placing the bakri the patient had lost 500 ml of blood. The user placed the bakri and inflated with 300 ml of saline. The blood loss seemed to increase, so the user removed the device and found that there was a pinhole. After removal the hemorrhage was relieved. Another device was used to achieve hemostasis. No adverse effects to the patient have been reported. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. Event summary as reported, during treatment of a postpartum hemorrhage after a natural delivery a cook bakri postpartum balloon with rapid instillation components leaked. Prior to placing the bakri the patient had lost 500 ml of blood. The user placed the bakri and inflated with 300 ml of saline. The blood loss seemed to increase, so the user removed the device and found that there was a pinhole. After removal the hemorrhage was relieved. Another device was used to achieve hemostasis. No adverse effects to the patient have been reported. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and a functional test of the device were conducted during the investigation. The product was returned for evaluation without packaging or labeling. A function test was performed, and a leak was observed towards the distal tip of the balloon. Visual examination did not note any tool marks in the balloon material. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a cause for the reported incident could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2021. Approximately 100ml of blood was lost after the device leaked. The device was not handled by any metal tools.